Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified delayed keypad was confirmed and reproduced during evaluation. The delay was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.